Manufacturer narrative:
The returned ventilator was visually inspected and no anomalies were found. During the functional test, the fio2 supply measured was different from the fio2 setting, confirming the reported issue. The investigation concluded that the returned oxygen sensor was defective. A design change was introduced in order to stabilize and improve the accuracy of fio2 delivery.

Event description:
Reportedly, the ventilator had problems with volume delivery. It was also reported that the alarm could not be adjusted. There was no pt involvement reported. Investigation of the unit found that the oxygen sensor was defective.